Event description:
Pt in ICU when alarms sounded and ventilator flashed "device alert" followed by "service ventilator." Ventilator swapped out by respiratory therapist (rt) and nursing after bagging patient with ambu bag for about 20 minutes. Pt was unharmed.